Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there were changed to the patient¿s therapy. The patient had a health care professional (hcp) appointment on thursday ((B)(6) 2017) and wanted a manufacturer representative to be there. The patient had spoken with one manufacturer representative about this but they were unable to make it; the patient would like another manufacturer representative to be contacted. It was reported that one of the lead was broken and the system was working on one lead. For some strange reason if they twist or bent if felt like they were getting shocked on their tailbone. It was so strong of a pain when they stood up they had to grab their walker. When they sat down the patient had to freeze because it hurt so bad. It was reported that when the patient was driving they sometimes had spasms. It was reported that sometimes when the patient was sitting they could feel it vibrating on the inside of them. It was reported that the patient sometimes thought that they had not felt it in a while they turned it on and suddenly they vibrate all over the place. The patient thought that they turned it off without knowing what they were doing. The patient reported 2 falls where they landed on their knees. One time was in the summer and the other time was the late fall. The first fall ¿jarred¿ them. It was reported that the patient thought these issues all started about a month or more ago. The patient stated that they took so much medication that they could not remember much. The patient was ¿fixing to get [their] knee replaced.¿ their knee issue had been going on since they were (B)(6) (prior to implant). Now it was bone on bone and the injections were not helping.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.